Event description:
It was reported that during a right hepatectomy procedure, the cartridge was found to be bent. One of the metal "wings" which attach the reload to the sled was found to be bent prior to loading it on the device. It was never loaded onto the device. Another reload was, for a total of twelve, were used to complete the case. No patient consequences were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: pan. The analysis results showed that one ecr45w reload was received unfired and with the pan partially dislodged from the right proximal end. One possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. While no conclusion could be reached on what caused the pan to dislodge, it is possible that the package was not opened using the sterile technique resulting in the pan dislodging from the reload. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.